Event description:
It was reported that during a routine check done by the customer the cardiosave intra-aortic balloon pump (iabp) had a crack on the top cover for the display. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp for the reported crack on the top cover, to fix the issue he replaced the display top cover assembly, as well as the guide display mount and plate display mount for the cart. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).